Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was documented on the paper that the s&n orthopaedic reconstruction devices was applied to 855 patients, and 1 of these patients presented allergic reactions, (malaise, nauseam itching, skin reactions, arthrofibrosis). Revision surgery was performed due to allergic reactions.

Manufacturer narrative:
Internal complaint reference: (b)(40. H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was documented on the paper that the s&n orthopaedic reconstruction devices was applied to 855 patients, and 1 of these patients presented allergic reactions, (malaise, nauseam itching, skin reactions, arthrofibrosis). Revision surgery was performed due to allergic reactions.

Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. According to clinical/medical investigations, responses to the requested clinical documentation had not been received as of the date of this investigation. The root cause and the patient impact beyond that which is documented in the article could not be confirmed and the patient status remain unknown. Therefore, no further medical assessment could be rendered. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.